Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's device that was implanted in 2013 was not working. No symptoms were reported and no further complications were expected or anticipated.